Manufacturer narrative:
A5, ethnicity, is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that while implanted with an impella 5.5 the patient suffered reoccurring ventricular standstill. When this occurred suctioning took place, and one unit of packed red blood cells was given to the patient. The patient survived and was successfully weaned from the impella.